Event description:
This unsolicited case from united states was received on 29-dec-2017 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc and after an unknown latency patient can hardly walk, her knee was not feeling good/swollen to twice its size and drew fluid out of knee. No relevant concomitant medications, medical history, and concurrent condition were reported. Patient got synvisc before in (B)(6) 2017 and had no problems then. On an unknown date, patient received treatment with intra articular synvisc injection weekly (dose, batch/ lot number and expiration date: not reported) for osteoarthritis. It was reported that patient received her second shot of synvisc yesterday ((B)(6) 2017) in her right knee. On the same day, soon after patient knee was not feeling good. It has swollen to twice its size and she could hardly walk this morning (onset date: (B)(6) 2017; latency unknown). On an unknown date in (B)(6) 2017, latency unknown, patient went to the doctor and he drew fluid out of knee and gave a steroid shot. The knee was not infected. Doctor said patient should not get the 3rd shot of the series. Patient said it was very expensive. Action taken: unknown. Corrective treatment: steroid shot for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 4-jan-2018: this case concerns a patient who received synvisc one injection and later was unable to walk for which patient received steroid shot. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 29-dec-2017 from patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc and after an unknown latency patient can hardly walk, her knee was not feeling good/swollen to twice its size and drew fluid out of knee. No relevant concomitant medications, medical history, and concurrent condition were reported. Patient got synvisc before in (B)(6) 2017 and had no problems then. On an unknown date, patient received treatment with intra articular synvisc injection weekly (dose, batch/ lot number and expiration date: not reported) for osteoarthritis. It was reported that patient received her second shot of synvisc yesterday ((B)(6) 2017) in her right knee. On the same day, soon after patient knee was not feeling good. It has swollen to twice its size and she could hardly walk this morning (onset date: (B)(6) 2017; latency unknown). On an unknown date in (B)(6) 2017, latency unknown, patient went to the doctor and he drew fluid out of knee and gave a steroid shot. The knee was not infected. Doctor said patient should not get the 3rd shot of the series. Patient said it was very expensive. Action taken: unknown. Corrective treatment: steroid shot for all events. Outcome: not recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention for all events additional information was received on 01-feb-2018. Ptc investigation results were added. Pharmacovigilance comment: sanofi follow-up company comment dated 01-feb-2018: the follow up information received does not change the prior case assessment. This case concerns a patient who received synvisc one injection and later was unable to walk for which patient received steroid shot. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.